Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 and h10 result of investigation: according to the investigation, service tech was unable to verify the reported "inop alarm at setup. Connected a known good ac adapter and patient circuit. Passed all tests and replace the main board as a precaution.

Manufacturer narrative:
Vyaire file identification: (B)(4). The equipment was received in vyaire facility for evaluation. The unit passed 51.4 hours of extended testing. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the revel ventilator experienced inoperable alarm during setup. The customer confirmed that there was no patient involvement associated with the reported event.